Event description:
It was reported that during a diagnostic lap procedure, after about forty-five minutes of use the blade broken off the device and fell into the patient. X-ray was brought into the o.r. And the piece was found but they could not retrieve the piece. The procedure was extended about an hour and thirty minutes. The extended or time did not have any ill affect to the patient. The blade was left in the patient. The case was completed.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.